Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 438 mg/dl at the time of incident and customer was treated with insulin pump. Customer did receive a sensor updating value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be and insulin pump will not be returned for analysis.